Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer's mother stated that the screen was cracked and the label was coming off on the back. Customer's mother declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage to the keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip and peeling address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.